Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was used to treat a dissection in the rca. Five days post index procedure, the patient suffered cardiac tamponade (most likely due to wire position during staged pci). Emergency pericardiocentesis was performed. The patient had hypotension due to rv infection, and experienced multi-organ failure. The patient died a sudden cardiac death same day. The investigator assessed the event as not related to the device or antiplatelet medication.

Manufacturer narrative:
Safety assessed the cardiac tamponade event as possibly related to the index device and not related to anti-platelet medication. The patient suffered non- sudden cardiac death. The patient's death was associated with multi-organ failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: one of the resolute onyx stents implanted was implanted during revascularization to treat myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event term updated to cardiogenic shock. If information is provided in the future, a supplemental report will be issued.

Event description:
Ae term updated to cardiogenic shock.

Manufacturer narrative:
The resolute onyx implanted during the index procedure was for target lesion treatment, not dissection as previously reported. A second resolute onyx des was also implanted in the rca. It was reported the patient underwent a staged procedure. Death was reported as sudden cardiac death. Sponsor assessed the event as possibly related to the device and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of death was updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Death was reported to be a non-sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: date of death was updated. Cec adjudicated bleeding complication barc type 5b, tamponade lead to death. Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the bleeding event as barc type 5b and commented that tamponade leads to death. Cec adjudicated the death event as cardiac death. Investigator assessed that the event was not related to index device. If information is provided in the future, a supplemental report will be issued.